Event description:
It was initially reported that during treatment for a gi bleed, the injection gold probe would not cauterize. The procedure was successfully completed with another device. There were no pt complications. Upon evaluation of this device it was noted the needle guide tube had detached from the catheter. The device was returned and evaluated by this manufacturer. The engineering evaluation indicated the tip with the needle guide tube was detached from the catheter. The catheter was found to be within drawing specifications. There was adhesive on the catheter and tip. A lot history showed no other complaints for this number. The co believes user technique and/or pt anatomy may have contributed to this event. However the co is unable to determine the relationship between the device and the cause for this event.